Event description:
It was reported that a non dependent patient presented for a normal pacemaker change procedure due to elective replacement indicator. The pacemaker was found tripped in backup vvi mode. The device was successfully replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The field complaint of backup operation was confirmed. The device was received in bvvi mode with battery voltage at end of life (eol). Device image analysis indicated average daily battery voltage and current were normal prior to backup operation. After replacing the battery and reloading product code, the device exhibited normal device characteristics with no anomalies found. The backup condition resulted from radiation exposure that induced nmi trigger. Longevity assessment was performed based on field settings and it has met the projected longevity. The device was returned for analysis, 1.6 years after explant.